Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism and helix mechanism (sleeve head), and blood/body fluid (not obstructed) was noted on the distal conductor; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the doctor was not able to get adequate p-waves and thresholds. The lead was not used and was replaced. Better p-waves and thresholds were not achieved with the replacement lead, but the lead was left in use as the doctor was then convinced the issue was the patient's sick heart. No patient complications have been reported as a result of this event.